Event description:
It was reported the pink slide did not move forward; indicating the needle mechanism did not function as intended. The patient's blood glucose rose above 250 mg/dl while wearing the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.